Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with broken belt clip rails, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir connection ring was missing from the insulin pump and belt clip was broken. The customer¿s blood glucose level was 17.5 mmol/l. The insulin pump will be returned for analysis.